Event description:
Two stents were successfully advanced and deployed at the target lesion site in the pt's circumflex artery. It was reported that the physician observed on fluoroscopy that a marker band was located distal to the deployed stents in the circumflex. The marker band could not be retrieved due to its location. The physician elected not to send the pt to surgery but to monitor the pt very carefully. Subsequently, six months later, the pt is reported to have had no complications relative to this event.